Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that the device delivered several appropriate shocks due to a ventricular tachycardia storm and the patient fell into a coma. The device was then found in backup vvi mode with defibrillation support and interrogation was impossible. Premature battery depletion was alleged and device replacement is anticipated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that premature battery depletion was not alleged by the physician. There has been no intervention and no replacement procedure is anticipated. Further information has been requested but is not available.